Event description:
It was reported that the customer had high blood glucose levels of 444 mg/dl. The customer reported treating with a bolus from the insulin pump but the customer's blood glucose levels would not go down. The customer requested assistance manually inputting blood glucose levels into the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.